Event description:
It was reported that the subject device was not operating effectively (had been lagging in energy). The event had occurred during sedation (device inside patient) of a therapeutic percutaneous nephrolithotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: cannot plugin the transducer receptacle due to cracked transducer receptacle. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the additional failure found was determined, the most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.